Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used for an uncertain procedure. The surgeon found the smoke from the device. The ptfe pad of the device was separated when the device was withdraw from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.